Event description:
Senseonics was made aware of an incident where patient experienced a false hypoglycemia incident. The blood glucose value was 150 mg/dl and sensor glucose value was 56 mg/dl. Patient did not require any medical treatment because he had no symptoms (blood glucose was normal).

Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The transmitter was not requested to return for evaluation as it was still being used by the user. Investigation was performed on the user's data available in data management system (dms). Based on the investigation analysis, at the time of the reported event, there was temporary mismatch between the sensor readings and manual blood glucose measurements which resulted in incorrect assertion of hypo alerts between 1 pm cet to 1:33 pm cet. Based on the sensor diagnostics there was no sensor function issues observed around the time of the reported event. The sensor should have resumed normal function after the temporary mismatch ended. No further investigation was possible because of unavailability of the data in dms after october 13.